Event description:
Related product upn #: m001491561. Related product batch/lot: 0008575400. Related product family: starter. Material number: m001491561. Returned product expected: no. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: the device was unable to cross. Was there any appearance abnormality before use? No. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,) inside guiding catheter. Shaping: no. Infected: yes. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used ablation: catheter used other used. Event date: 2025-10-17. As reported device codes: 1296: difficult to cross lesion. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: no value found. Country of event: japan.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.